Manufacturer narrative:
(B)(4). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute integrity drug eluting stent to treat a lesion located in the mid obtuse marginal (om) which was severely tortuous and severely calcified. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues were noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues encountered. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that when the stent was being positioned in the target lesion, one of the struts appeared to catch some of the calcification and when pushed became deformed. The physician did complete the procedure. The same size/model stent was used.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 2nd and 3rd distal stent wraps with struts raised. Slight deformation was evident to the distal tip. A kink was visible on the distal shaft of the device at 17cm proximal to the distal tip. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.